Manufacturer narrative:
Quality controls were acceptable. A specific root cause could not be identified. Based on the available data, a general reagent issue at the customer site can most likely be excluded. When comparing tsh values from different manufacturers there are several factors to consider such as the different types of antibodies used, differences in assay setup, differences in standardization, and differences in reference ranges and calculation of those.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients when tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. Patient 1 initial tsh result from the e602 analyzer was 5.10 mu/l. This result was reported outside of the laboratory where it was questioned by the medical doctor as the result did not fit the clinical picture for this patient. The repeat result from an architect analyzer was 3.21 mu/l. The result from the architect method is believed to be correct. Patient 2 (female, (B)(6) years old) initial tsh result from the e602 analyzer was 6.82 mu/l. This result was reported outside of the laboratory where it was questioned by the medical doctor as the result did not fit the clinical picture for this patient. The repeat result from an architect analyzer was 4.05 mu/l. The result from the architect method is believed to be correct. No adverse event occurred. The e602 analyzer serial number was not provided.